Event description:
A customer reported experiencing cgm error 42, which affected the function of their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the customer through this process, effectively resolving the issue as the cgm error did not appear again, and the customer successfully started their sensor session.